Event description:
It was reported that prior to a procedure (case date/type information was not provided), the device had a malfunctioning light. There was no negative impact in state of health reported.

Manufacturer narrative:
The device has been returned to our us facility and will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light flickering. As stated in the labelling and described in the IFU, a visual inspection must be carried out before starting the operation to check functionality and damage. This event is filed under internal complaint ID (B)(4).